Event description:
It was reported that the device turned off and on again during anesthesia. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
For the investigation the provided information was analysed. During on site inspection it was found that a contact failure in the main switch was the root cause. The device was manufacturered in march 2007, it can be assumed that the problem is a result of wear and tear. The instructions for use include a warning that the system has to be operated under the constant supervision and control of a qualified operator. So an intermittently turning on/ off of the device due to a faulty main swich is directly apparent to the user. The main switch was replaced, the device was tested and found to be according to manufacturer's specification. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.

Manufacturer narrative:
The investigation was just started. The result will be forwarded once the investigation was finished.

Event description:
It was reported that the device turned off and on again during anesthesia. No injury reported. The device has no UDI as an UDI was not required at the time the device was manufactured.